Event description:
Reporter alleges the physician would like to return the explants to dow corning because of failure. Surgical removal of implant for possible leak. New implants were implanted.

Manufacturer narrative:
Methods: weight measurement. Feature dimensional measurement. Microscopic examination. Results: crease lines. Foreign material. Loss of shell integrity, envelope tear. Weight measurement. Intact with full shell integrity. Feature dimensions. Intact without full shell integrity. Conclusions: creases and loss of shell integrity result of folding action in-vivo. Creases and wear result of folding action in-vivo. Foreign material cause and source undetermined. No manufacturing related defects found. Explanation of missing information: 12/30/97 - sent letter requesting devices be returned and 3500a be completed. 1/12/98 - sent 2nd letter requesting 3500a be completed. 2/2/98 - sent letter requesting further information that was left off 3500a.